Event description:
I had a ventral hernia repaired with a mesh which may have caused a severe infection on the above date. Since the wound that I have still drains today, my doctor has determined that the mesh is infected and is starting to come out. He ordered me to have surgery asap!